Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for idiopathic generalized dystonia. It was reported the ins had short longevity. There were no external factors contributing to the event. The left lead (1 negative electrode) was programmed at 3.3 v, 120 usec pulsewidth (pw), 120 hz, 821 ohm therapy impedance (3.9 ma) and right lead (bipolar stimulation: 9-/10+) at 4.0 v, 120 usec pw, 130 hz, 1091 ohm therapy impedance (3.7 ma). The patient has had deep brain stimulation (dbs) therapy since 2004 and has had five ins replacements since then: 2009, 2012, 2014, 2017, and now 2019. The ins was replaced and the event was resolved. No patient symptoms/complications were reported.

Manufacturer narrative:
Previously submitted codes no longer apply, the codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the ins did not reach end of service (eos). It was at the elective replacement indicator (eri) at 2.6v.